Event description:
It was reported that the return tube was cracked at the top causing the leak and over temp alarm went off. There was patient involvement, and no adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A4 - weight units (patient), d1 - brand name, and d4 - primary UDI number: corrected. H3 and h6. Codes: updated. One device was received for evaluation. It was confirmed during testing, the return tube was cracked and leaked, performed temperature check for thirty minutes and unable to duplicate the overheating problem. Replaced return tube to resolve the issue of leaking. The device passed all the functional tests after the repair. The product's history records were not reviewed as this was the first time the device was sent in.